Manufacturer narrative:
Should additional information become available a supplemental record will be filed.

Event description:
The consumers wife states the chair will drive forward and backward, but will not turn left or right.